Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13536. It was reported the right ventricular lead was oversensing noise. The implantable cardioverter defibrillator over-sensed the noise causing pacing inhibition, as well as charging episodes for undelivered shock therapy. The asymptomatic patient presented for an explant procedure where the lead was explanted and replaced successfully. There were no patient consequences and they were discharged.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured to be 7.5 cm and the distal portion measured to be 45.0 cm. The reported event of lead noise was confirmed. Analysis revealed clavicular crush damage was noted on the lead at 31.7 cm to 32.8 cm from the distal tip. The etfe coating was found abraded exposing metal on one ring electrode cable and one superior vena cava cable. As well as, the inner coil ptfe liner was found abraded and the inner coil exposed. The cause of the reported event was isolated to exposed metal on the coil and cable conductors consistent with clavicular crush damage.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured to be 7.5 cm and the distal portion measured to be 45.0 cm. The reported event of lead noise was confirmed. The cause of the reported event was isolated to exposed metal on the coil and cable conductors consistent with clavicular crush damage.